Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00925. It was reported the patient's l4 drg leads had migrated. As such, the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had leads explanted and replaced to address the issue. Reportedly, therapy was restored.